Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. An inflation attempt was made. A leak was noted and a partial break at the butt joint between the balloon and catheter shaft. Therefore, the investigation is confirmed for the reported leak, as well as for a break at the butt joint. The break at the glue butt joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed coming from the catheter shaft of the pta balloon. Reportedly, there was no issue retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.